Event description:
The lay user / pt contacted lifescan (lfs) in 2008 alleging inaccurate high readings. A medical affairs specialist (mas) sent follow up questions and obtained the following info. At 10:00 pm the pt tested his blood glucose and obtained a 140 mg/dl and did not take any diabetes medication. The following day at 11:00 am the pt woke up and did not eat or test his blood glucose. He does not test his blood glucose in the mornings because he wants to save his test strips. From his experience he claims that he is usually around "110-130 mg/dl" during the day time. A 1:30 pm he ate 3 bread rolls, what equates to about 8 units of carbohydrate. His coefficient of correction is 0.5 units of insulin per unit of carbohydrate. Referring to this coefficient he injected 4 units of novorapid insulin at 1:45 pm. A few hours later at 6:30 pm, he tested his blood glucose for the first time that day with a result of 339 mg/dl. He retested and obtained a 330 mg/dl. He did not exhibit any symptoms at the time of testing. Based on that reading, he thought that his insulin pen could have been blocked at 1:45 pm and may have only injected 1 or 2 units at that time; therefore, he injected an extra 2 units of novorapid insulin. Approx 10 mins later he reportedly felt symptoms of hypoglycemia (shivering, sweating and feeling restlessness). He did not attempt to test his blood glucose at the time of exhibiting symptoms. He drank coke and ate one bread roll at 7:00 pm and tested his blood glucose with a result of 67 mg/dl at 7:15 pm. He felt better soon after drinking the coke and eating the bread. The shivering and sweating stopped 10 mins later, and the restlessness stopped 30 mins later. At 8:00 pm he tested his blood glucose for the last time that day and had a result of 217 mg/dl. He did not eat any dinner that night. The pt has had diabetes since 2006 and has had the meter since feb 2007. The pt tests his blood glucose 5 times a day. A quality control test was not done, since the pt did not have any control solution. After speaking to the cca, the pt checked his insulin pen and the pen was not blocked and there was nothing wrong with the insulin pen. Although there was no delay in treatment, the complaint is being reported since the pt took the 2 extra units of novorapid insulin, because he noticed the elevated reading on his meter and reportedly developed symptoms of hypoglycemia approx "10 mins later".

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.